Event description:
The manufacturer's rep reported the pt had been experiencing intermittent episodes of nausea and vomiting. At the last refill in 2006, a volume discrepancy was noted. A dye study was done and reported as negative.